Event description:
Procedure: open gastric bypass. The device was loaded with the yellow packing tab in place. The unit was then handed to the surgeon. The stapler was fired on the stomach with no difficulty. When the black knobs were pulled back the jaws did not open. The instrument had to be cut out of the pt and the gastrotomy hand sewn.